Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered that the integrated multisensor technology (imt) sensor doors were not opening and replaced them. The cse also replaced the standards, salt bridge, and diluent solutions. Quality controls were run, resulting within range. The cause of the discordant, falsely low na and k results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 1226181-2014-00350 was filed on july 02, 2014. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse ran precision testing and all resulted within range. The cse disassembled the integrated multisensor technology (imt) module, and replaced the fluid pins on the cartridge interface, rotary valve assembly and peristaltic pump roller head. The cse cleaned the waste block air brake vent, and primed and aligned the system. Quality controls were run, resulting within range. The cause of the discordant, falsely low na and k results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on three patient samples and a discordant, falsely low potassium (k) result was obtained on one of the patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na and k results.